Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that the lancet would not fully penetrate when using their onetouch mini lancer. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be reached to obtain additional information despite numerous attempts. The patient reported that the lancing device issue first began on an unspecified date during (B)(6) 2015. The patient manages their diabetes with an unknown type of insulin and did not make any adjustments to their usual dosage of 16 units per day as a result of the alleged issue. The patient did not develop any symptoms as a result of the alleged issue but on (B)(6) 2015 the patient received treatment from the emergency medical services (ems) at 8:30 and 9pm. The treatment provided was additional food and/or drink ¿ no specifics were mentioned, however. The patient¿s blood glucose was also measured on an ems meter at an unknown time in relation to the treatment provided and a result of ¿43mg/dl¿ was obtained on this device. At the time of troubleshooting, the cca noted there was no misuse of the device and the correct lancets were being used. However, the issue could not be resolved with training. Replacement product was sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the lancing device issue. As a result of this delay in treatment the patient required medical intervention from a healthcare professional after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Medical surveillance specialist contacted patient at 3:50 pm gmt on (B)(6) 2015 and obtained additional new information: the patient experienced the symptom of "shaking" after being unable to obtain enough blood to perform a blood glucose test. The patient's wife gave the patient orange juice and a sandwich and then the ems arrived and measured the patient's blood glucose - obtaining the result of "43 mg/dl". No further treatment was given. The patient tested his blood glucose some time later and obtained a result in the "60's mg/dl".

Manufacturer narrative:
Follow-up # 2 ¿ (06/01/2015).the patient¿s lancing device has been returned on 5/12/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.